Manufacturer narrative:
(B)(4). Baxter evaluated the device in question and found all keys to be inoperable except the 1st and 2nd soft keys. An automatic and constant output of the 4th soft key was also observed caused by a damaged keypad. This failure does not provide the user any opportunity to program or start an infusion. The keypad will be replaced.

Event description:
It was found during a baxter device eval that a pump keypad has an automatic and constant output of the 4th soft key caused by a damaged keypad. There was no pt involvement.